Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements. Outputs were increased and monitoring was continued. Additional information was later received that the ra lead exhibited ongoing high threshold measurements and intermittent capture at maximum outputs. Sensing and impedance measurements were noted to be stable. The physician planned to perform a lead revision procedure, however, no procedure was performed due to the patient's low hemoglobin levels. The physician plans to schedule a lead revision procedure on an unknown future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.